Event description:
The pt was being treated in the left hypogastric artery with a gore viabahn endoprosthesis. The physician's intent was to deploy a 9mm gore viabahn endoprosthesis partially inside a 10fr sheath and partially outside the sheath during a snorkel procedure, thus maintaining sheath access for a planned 2nd device. After full device deployment, the portion of the device that deployed within the sheath was perceived to be trapped and would not move. The physician recognized the procedure was not going to work so attempted to remove the device and sheath in concert. During attempted removal of the sheath broke. The physician decided to convert to an open procedure. The device was removed and discarded at the hosp.

Manufacturer narrative:
Review of the mfg records verified the lot met all specifications.